Event description:
Recurrent episode of post aural wound infection and partial extrusion of the device that led to explantation. In addition, the complete electrode array was found outside the cochlear at the time of explantation. Explantation has been performed on (B)(6) 2024.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to recurrent wound infection and extrusion of the device through the skin. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the extrusion. However, a device contribution to the subsequent development of the extrusion cannot be ruled out. In addition, the electrode array migrated completely out of cochlea. Reportedly a complete insertion was not achieved at implantation surgery with two channels remaining extra-cochlear. The explanted device has not been received for investigation yet.

Event description:
Recurrent episode of post aural wound infection and partial extrusion of the device that led to explantation. In addition, the complete electrode array was found outside the cochlear at the time of explantation. Explantation has been performed on (B)(6) 2024.